Event description:
Pump vibrated then stopped working no error code. Blank screen, malfunction. Pt switched pumps. No adverse drug event. No other info known. Pump replaced. Device serial number currently not available, either sn (B)(4) or sn (B)(4). Pt will call back later with update. Reported to (B)(6) by pt/caregiver.